Event description:
Journal reference: guehl d, vital a, cuny e, et al. Postmortem proof of effectiveness of zona incerta stimulation in parkinson disease. Neurology. 2008;70(16, pt.2): 1489-1490. In this study, we report the first pathologically proven case of direct bilateral zi stimulation which dramatically improved the cardinal symptoms of pd in a pt implanted for severe pd 6 years previously and who suddenly died. A man was proposed deep brain stimulation (dbs) because he had severe pd for 13 years that had reached the stage of motor fluctuations with incapacitating levodopa-induced dyskinesia. He was operated on with proven effectiveness during 5 years of follow-up. Reportable event: six years after surgery, the pt was admitted to the hosp for generalized dyskinesia associated with lower leg dystonia, for which the daily dosage of l-dopa was slightly reduced from 700 to 500 mg/day. Thereafter, he exhibited severe incapacitating dystonia of the lower legs that was resistant to apomorphine. Two days later, his dystonia was more diffuse and affected the upper limbs and the trunk. The pt fell into a coma with malignant hyperthermia, suggesting the diagnosis of rhabdomyolysis related to severe incapacitating dystonia. Screening for bacterial infections was negative. The clinical picture was complicated by the occurrence of liver insufficiency and he died from hemorrhage after 2 wks of intensive resuscitation. Our histologic data showed that none of the contacts was located within the stn, probable because we were not able to perform peroperative electrophysiologic recordings to guide the targeting in this subject. The electrodes passed just above the stn and were located within the zi. Therefore, the dramatic improvement in rigidity, akinesia, and tremor appears to be closely associated with zi stimulation. (See scanned pages)